Event description:
It was reported that during a open stomach procedure, in three different open procedures on the stomach, the device in position green did not work properly. The staple line was noted to be incomplete. Unfortunately the devices have been disposed of; the lot numbers are unknown. No further details available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: date of surgery: (B)(6) 2015. Male patient, (B)(6). Patient¿s current condition: patient is fine and already discharged from hospital. Patient¿s pre op diagnosis: pancreatic cancer. No neoadjuvant therapy, no relevant co-existing diseases. Procedure: wedge resection at the stomach, prepyloric resection of distal stomach staple height: green. The tissue was very thick (close to the pylorus) and the device could only be fired with excessive force. On both sides of the cut line staples could be observed. Ten days after the procedure the staple line became insufficient. During re-surgery 2 of 3 staple lines were found to be open and the staples were unformed. The staple line was overstitched by hand. The surgeon dr. (B)(6) does not think that this event is related to a device malfunction. The device was used for other dissections during this procedure and functioned normally without any problems. Experienced user. The lot number is unknown.